Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Incoming information indicated the patient experienced hypotonia during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a pericardial effusion was observed. Additionally, tachycardia and chest pain were observed. A pericardiocentesis was performed and medications were given. The patients hospitalization stay was extended. The case was completed using radiofrequency. No further patient complications have been reported as a result of this event. The patient was part of the cryo af study.